Event description:
The following was reported to hamilton medical ag: the field staff noticed that the ac power was not recognized during the work. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the field staff noticed that the ac power was not recognized during the work. No patient involvement.